Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 6000 c501 analyzer. Results for the potassium (k) test were affected. Initial result: 4.5 mmol/l. Repeat result: 3.6 mmol/l. No questionable results were reported outside the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The k electrode lot number was b6897. The expiration date was not provided. The calibration was last performed on 15-apr-2024 and it was acceptable. On the day of the event, qc recovery was low and was then repeated several times before it came within range. The alarm trace did not show any abnormality. The field service engineer found that the detergent rinse mechanism tubing had a pinhole. He replaced the rinse mechanism tubing. He then verified the rinse mechanism dispense levels. A hardware performance check was performed and the instrument was performing within specifications. Precision studies were performed and they were within specifications. Qc was performed and was acceptable. The service actions (replacing the rinse mechanism tubing and verifying the rinse mechanism dispense levels ) resolved the issue. No further issues were reported afterward.